Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture on the right side contralateral device.

Event description:
Patient reported left side "the presence of adenopathies is identified". Device remains implanted.

Event description:
Patient representative reported "the presence of adenopathies is identified". Device has been explanted.

Manufacturer narrative:
Additional data: a.4, a.5a, d.3, d.4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.